Event description:
The pt reported 04 (occlusion) error was displayed on the infusion device and blood glucose levels were elevated (values not provided). The pt changed the insulin cartridge and infusion set and 04 recurred. The pt injected insulin via syringe to lower blood glucose levels. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.